Manufacturer narrative:
This report involves a prospective study noted in an article. The device was not available for analysis and device investigation could not be performed. There was no device malfunction reported. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device.

Event description:
Device malfunction: none. Symptoms/ae: stroke/death. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. Secondary analysis of outcome event data from a study was performed with patients, who underwent carotid artery stenting with and without the use of embolic protection. The purpose of the study was to collect data pertaining to the use of protection devices and stents with different cell designs in carotid artery stenting. A total patients were treated with the acculink stent. Some patients experienced ipsilateral stroke leading to death within 30 days. Though requested, no additional information was provided.